Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent from the floor and stated that the device was not cooling. It was also observed that the water temperature never went below 38c. Biomed performed calibration on the device received, and it failed for an error 71 (non-recoverable system error) and 82 (non-recoverable system error).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was sent from the floor and stated that the device was not cooling. It was also observed that the water temperature never went below 38c. Biomed performed calibration on the device received, and it failed for an error 71 (non-recoverable system error) and 82 (non-recoverable system error).